Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drains are labelled as 19f, but they are actually 15f drains. There were some additional drains from the same lot number on the shelf within the last two weeks. Item # v072231, lot# ngjvo169.

Manufacturer narrative:
The reported event was confirmed by CAPA association to be manufacturing related as per CAPA #11207399 and sa number #ucc-25-5232-sa, the root cause identified is: the label process described in the procedure was not followed up by label printing technician, where established that before the printer is re-loaded with a new material lot, the label printing technician must take the first label of the at lot and mark with red ink the pre-printed material part number to confirm that it is according to the part number listed in operation 10 of the work order. This label should be signed, dated, and must be included in the DHR as sample; a comment documenting this material load should be added in the first article inspection form. As no sample was returned, based on the reported event, it is unknown which CAPA cause is most applicable to this event. A labeling review are not required because the investigation was confirmed by the CAPA association. A DHR review was not required because the investigation was confirmed by the CAPA association. A CAPA/sa 11207399/ucc-25-5232-sa has been opened for this failure. Refer to the CAPA for further action. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drains are labelled as 19f, but they are actually 15f drains. There were some additional drains from the same lot number on the shelf within the last two weeks. Item # v072231, lot# ngjvo169.